Event description:
Boston scientific crm received information from a competitive field representative (fr) that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) underwent a left ventricular (lv) lead revision procedure. During the procedure, the physician encountered difficulties getting the lv and right atrial (ra) setscrews loose. A technical services (ts) consultant discussed some trouble shooting ideas with the fr. The outcome of the case is unknown at this time. Available information indicates that the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.